Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by customer that 4 fr single lumen PICC rupture at 40cm mark. Rupture found on line removal therapy no longer needed. No other information provided. Additional info from customer: ((B)(6) 2023) catheter was removed (B)(6) 2023 no new catheter placed as therapy complete. Patient mentioned to nurse removing the line that she had a lot of issues with it so rn closely inspected catheter and found rupture at 40 cm mark. It was secured with secur-a-cath. No pt harm reported. Was being treated for persistent headaches and double vision adjustment of programmable shunt. They do not have an infection disease. Unkown when catheter rupture occurred.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a split is confirmed and was determined to be use related. One 4 fr s/l powerpicc was returned for evaluation. A functional test of attempting to infuse water distal of the observed 2 cm long split revealed a complete blood occlusion just distal of the split. A granular fracture surface was observed with tensile weakness around the split which suggested the split was due to a burst. The complaint of a split in a powerpicc is confirmed and was determined to be use related. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that 4 fr single lumen PICC rupture at 40cm mark. Rupture found on line removal therapy no longer needed. No other information provided. Additional info from customer: ((B)(6) 2023) catheter was removed (B)(6) 2023 no new catheter placed as therapy complete. Patient mentioned to nurse removing the line that she had a lot of issues with it so rn closely inspected catheter and found rupture at 40 cm mark. It was secured with secur-a-cath. No pt harm reported. Was being treated for persistent headaches and double vision adjustment of programmable shunt. They do not have an infection disease. Unkown when catheter rupture occurred.